Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when the stent was being advanced via the microcatheter, the physician noticed that there was only the distal tip marker of the delivery wire and there were no distal and proximal marker of the stent. The physician removed delivery wire out of the microcatheter and there was no stent. The physician used another stent. There were no patient complications due to this event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information from the complaint indicated that no anomalies were noted to the device prior to use. There is no indication of a use error. An assignable cause of undeterminable will be assigned to the reported event as the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that when the stent was being advanced via the microcatheter, the physician noticed that there was only the distal tip marker of the delivery wire and there were no distal and proximal marker of the stent. The physician removed delivery wire out of the microcatheter and there was no stent. The physician used another stent. There were no patient complications due to this event.